Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) underwent a reset and had reverted to a one zone only device after the patient was hit at the implant site with a basketball. The ICD was removed and replaced.